Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in the hospital when an alert was triggered. A remote monitoring transmission was sent and reviewed. The alert was triggered due to non-sustained episodes and short v-v intervals. No oversensing was noted on the transmission. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.